Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, omsc presumed that foreign materials such as a piece of parts from peripheral device, body fluid, residues from used chemical agents clogged in nozzle due to inappropriate reprocessing after previous procedure. - according to the inspection result by local service department, black foreign material was in the nozzle. - according to past similar case, event seemingly occurred because foreign materials such as a piece of parts from peripheral device, body fluid, residues from used chemical agents clogged in nozzle due to inappropriate reprocessing after previous procedure. - IFU states as follows: * flush water into a/w channel of device during precleaning to remove clogging. * clean external surfaces of device with soft brush / lint-free cloth / sponge paying attention to nozzle opening so that all debris is removed. * how to flush detergent solution into a/w channel * how to clean device for excessive dirt and/or delayed reprocessing after each procedure

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on october 25, 2021, it was found that insufficient or incorrect reprocessing scope was used for next procedure. There was no report of patient injury associated with the event.